Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with sensor discrepancies. Troubleshooting was performed. The customer also reported that they had a high blood glucose in the range of 400 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 145 mg/dl and the sensor glucose was in the 40s mg/dl and 50s mg/dl at the time of the incident. There was another incident where the blood glucose was 220 mg/dl and the sensor glucose was 400 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined troubleshooting for the high readings and has treated with the insulin pump. Customer also mentioned getting a low battery alert, assisted with battery change. The sensor will not be returned for analysis.